Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist (rt) was at the bedside to address an audible alarm with the screen displaying a blower temp high alarm. At the time of the alarm, there was a significant leak around the patient's face mask. The rt adjusted the patient's face mask to correct the leak. Once the leak was corrected, the ¿high blower temp¿ alarm was cleared. Later in the shift, the rt was notified by the nurse that the nkv-330 ventilator had stopped working. The display screen was red. The screen displayed ¿vent inop, patient not being ventilated.¿ the patient experienced a desaturation event during this event and was slow to recover. The rt removed the patient from the ventilator and replaced it with another ventilator.